Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer would either change the infusion set site or change all pump supplies to address occlusions. Customer's blood glucose was 280 mg/dl.